Event description:
In regards to the apollo tubs, the instructions for use mention to clean the jets by putting liquid in them, however there was debris still found on them and the jets had to be removed to clean them effectively. This leads to infection when debris grows within the tub jets and the manufacturer instructions for use don't mention to remove them. We had a representative from apollo come to do a follow-up with issues we were having with our apollo tubs. During his visit, the problem of the jet eye debris was identified, and we were informed that apollo had not addressed this issue due to them being unaware. They stated that their current IFU will not speak to addressing this issue but gave us a recommendation for preventing/addressing the buildup. The representative has also informed that they will not have a written recommendation for quite some time. Hoping that FDA can reach out to the manufacturer to issue updated instructions for use and help prevent infections and harm to patients nationwide that utilize their products. The issue we¿re having is that this does not prevent the buildup of debris in the jets themselves. The jets must be physical removed and cleaned. Manufacturer response for apollo bath, apollo (per site reporter). The representative was [redacted]. They stated that their current IFU [instructions for use] will not speak to addressing this issue. The representative has also informed me that they will not have a written recommendation for quite some time.